Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 15 cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observation of high, out of range impedance was likely caused by the confirmed fracture.

Event description:
It was reported that during a remote device transmission review, a high, out of range pacing impedance measurement (>3000) was noted from this right atrial (ra) lead. The physician elected to upgrade the patient to a competitor's implantable cardiac defibrillator (ICD) and explanted this ra lead to resolve the event. The patient was stable with no additional adverse consequences. The ra lead is expected for analysis, but has not yet been received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a remote device transmission review, a high, out of range pacing impedance measurement (>3000) was noted from this right atrial (ra) lead. The physician elected to upgrade the patient to a competitor's implantable cardiac defibrillator (ICD) and explanted this ra lead to resolve the event. The patient was stable with no additional adverse consequences. The ra lead is expected for analysis, but has not yet been received.